Event description:
Information received by medtronic indicated that the insulin pump display touch was unresponsive. Customer stated that display was damaged. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the insulin pumped states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged frozen screen, cosmetic damage outside of the box, and cosmetic damage located at the display and buttons (touches). The pump passed the displacement test, active current test, sleep current test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No frozen screen was noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alerts, alarms, or anomalies noted during testing and in the pump history files and traces. Pump was cut open for visual inspection and found moisture damage on the electronic assembly. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, battery tube threads - cracked, label damage, and keypad overlay peeling. Frozen screen was not confirmed. Unable to verify customer's complaint for cosmetic damage outside of the box. Cosmetic damage at the buttons was confirmed. Cosmetic damage at display was not confirmed, however, other cosmetic damage was noted. Moisture damage was found on pcba 1 at the j6 and j7 connectors, the keypad flex connector, the lithium battery, and inside the battery tube medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.